Event description:
Mastectomy 1992. Augmented with saline implant. Developed capsular contracture in 1999. Pt underwent removal of implant and capsule - left. Implant removed intact. Pt underwent insertion of left breast tissue expander filled to 150 cc.